Event description:
Customer initially reported that the device is only a few months old and has cracks in tip. On (B)(6) 2012 customer reports via phone that on (B)(6) 2012 during a bunionectomy doctor cut a k-wire with the device and particles of the carbide insert fell into the wound and needed to be irrigated out with saline to be sure no foreign bodies left behind. No harm to patient. (Slee).

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated base on the reported information.